Event description:
It has been reported that device did not pass self diagnostic check.

Manufacturer narrative:
(B)(4): device evaluation pending. Issue reported as alert could not be cleared by user. Date of manufacture: 04/2011.